Event description:
Received information stating that a chimaera nail broke inside of the patient. Patient underwent a revision procedure.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted. General precautions from the relevant instructions for use: it is surgeon's responsibility to select optimal type, size and position of nail and screws according to the fracture pattern and patient characteristics. Improper positioning of nail and screws may result in loosening, bending, cracking, or fracture of the device or bone or both.

Manufacturer narrative:
It was reported that a chimaera nail, fractured approximately two months after surgery. The issue was confirmed through x ray images provided by the customer and by visual inspection performed upon return of the device to the manufacturer. Visual inspection also revealed ovalization of the nail hole where the lag screw was inserted. Review of manufacturing records confirmed that the device was released as conforming to specifications. Analysis of similar complaints did not identify comparable events, supporting the conclusion that this is an isolated occurrence. No specific corrective actions were deemed necessary. Orthofix continues to maintain and document periodic monitoring of customer events to evaluate potential product improvement actions.

Event description:
Received information stating that a chimaera nail broke inside of the patient. Patient underwent a revision procedure.